Event description:
The pt's mom called the homecare dealer on 08/25/04 and said the child fell asleep in 2004, and she left the room for about 15 mins. When she returned his trach was out, she immediately pushed it back in and started bagging. Parents called 911 at time of condition and child was placed in hosp. She said the vent never alarmed. When the paramedics got there his heart had stopped and the revived him. Accessories: humidifier, 02 source. The report source stated the pt was hospitalized and 'may' have sustained brain damage due to the event and pt was not well before the event. Pt is now at home on pulmnetic sys, inc. Equipment.